Manufacturer narrative:
Concomitant medical products: d274drg ICD (B)(6) 2011.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead exhibited noise/oversensing. A new pace/sense lead was implanted and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.